Event description:
On (B)(6) 2012, the reporter contacted animas alleging that when pressing up arrow she is having to press more than once. The reporter states that there is a tear in ok button and states that both the nonresponsiveness and the torn button occurred awhile ago. Reporter is not sure which occurred first. The pump is worn under garment against body. Reporter is being sure all button presses are correct. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.